Event description:
It was reported that a homechoice cassette had a leaking line. This occurred during setup for peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the home patient (hp) was not connected. There was no report of anything that may have caused or contributed to the leak. The technical service representative (tsr) advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.